Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of failed battery test alarm and damaged battery cap. Customer's blood glucose reading was 98 mg/dl. The customer stated that the pump had a colored in black circle with no battery. During troubleshooting for failed battery test, it was found that there is a scratch at the top of the battery cap. Customer will be sent replacement battery cap. The insulin pump was not returned for analysis.